Event description:
It was reported that during the surgery the inner driver broke, the broken piece fell into the patient's wound and was not retrieved.

Manufacturer narrative:
The long hex driver assembly was returned and evaluated. A visual inspection found that the threaded end of the inner shaft has broken off; it was not returned with the device. The end can shear off if side loading is applied while the device is being torqued or if the device is over torqued while in use. The hex head of the shell had light use damage but could still accept a hex headed screw. A medical investigation found that the impact to the first patient may be the retained non-bio inert fragment of the externally communicating device, additional radiological imaging/exposure, and possible, although unlikely, micro motion. The impact to the second patient was minimal; a ten minute surgical delay. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. Reviewing the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.